Event description:
Event description boston scientific received information that one day post implant, this right ventricular lead exhibited loss of capture. Flouroscopy confirmed that the lead had dislodged. A revision procedure was performed, the lead was repositioned. No adverse patient effects were noted.